Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was advanced to the mitral valve, positioned, and deployed. Following deployment, the clip was noted to open from 0 to 20-25 degrees. The clip remained stable on both leaflets and the procedure concluded with mr reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, and a cause for the reported clip opening while locked could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.